Event description:
This rv lead was implanted on (B)(6) 1998 and remains implanted at the time. A call was placed to technical services on 10/14/2016 stating that the patient had greater that 2500 ohms with her rv lead. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).